Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited low impedance and there was an intermittent noise oversensing which caused the device to inhibit pacing at times. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.